Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced 10 infusions set leakage at site event on 21-april-2024. Infusion set has been used for 1.5 days. The blood glucose level was 360 mg/dl. Therefore, patient was treated with correction injection via mdi. No further information available.

Manufacturer narrative:
(B)(4) - device 9 of 10.